Event description:
During intraocular lens (iol) implant surgery, the haptic broke off when the iol unfolded in the eye. The incision was enlarged to facilitate removal of the iol. Additional info has been requested.